Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission reveled post-paced t-wave oversensing (pptwos) exhibited by the implantable cardioverter defibrillator (ICD). Subsequent programming interventions were made. There were no patient consequences.